Event description:
The procedure was completed with the same device.

Manufacturer narrative:
Updated fields: b5 event description.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an error code e105 and failure of the light-emitting diode unit. Additionally, an e107 error was found due to led failure as well. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite ii video system center had an error 105. The issue was found during a therapeutic procedure (laparoscopic partial gastrectomy). There was no delay in treatment and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, errors e105 and e107 were confirmed. It was determined that the reported phenomena occurred due to defective led (light emitting diode) unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.